Event description:
The customer reported that during an appendectomy, the jaws of the device would no longer open. It is unk if the device was on tissue at the time. There was no pt injury. No further info on the incident was made available by the site.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.